Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2018-06593, 2134265-2018-05796, and 2134265-2018-06594. It was reported that death occurred. The target lesion was located in the left anterior descending artery (lad) extending to the left circumflex artery (lcx). A 3.00 x 38mm synergy ii drug-eluting stent (des) was advanced but failed to cross the lesion and was removed from the patient. The physician noticed the patient becoming unstable. A non-bsc left ventricular assist device was placed and chest compressions started. The same 3.00 x 38mm synergy ii des was selected for re-use and the physician noted that the stent struts were flared. The physician pressed the stent struts back onto the balloon but when the device was advanced using a guidezilla¿ ii guide extension catheter, the stent came off the balloon in the guidezilla. Both were removed together. A guidezilla¿ ii guide extension catheter was advanced and three synergy ii des were placed, two stents in the lad and one in the lcx, to compete the procedure. Later that day the patient died. The physician did not consider the death related to any of the devices.